Event description:
This system was removed due to infection per oos. The hospital discarded the system per call to rep. Also removed were: arox 53 bp, MDR 1028232-2007-0328. Arox jbp, MDR 1028232-2007-0329.